Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 280 units of insulin. It was unknown how much insulin had been delivered; however, prior to the call, the customer delivered a bolus of 7 units and the insulin gauge remained stuck at 200 units for several hours. During the call, the customer delivered a correction bolus of 4 units of insulin, and the insulin gauge decreased by 5 units and displayed 195 units of insulin. Customer reported a blood glucose level of 375 mg/dl, which was addressed with manual injections.